Event description:
It was reported that the patient experienced intermittent heating of pocket. The atrial lead exhibited high impedances and loss of capture. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.